Event description:
Subsequent to the initial MDR, additional information was received on 04/05/2023. It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6)2023. The patient stated that on (B)(6)2023, he did not hear any alerts from his dexcom when he was driving. He fainted and got into a car accident. Paramedics arrived, they checked his cgm on the tandem x2 pump and checked a bg, and both values were 50 mg/dl. Paramedics put 3 glucose gels under his tongue, and he was okay afterward. He was using both the pump and his phone as display devices. His low alert was set to 80 mg/dl, but it did not alert for the value of 50 mg/dl. His phone was on his lap and was not set to vibrate only. No physical injuries were sustained in the accident. He changed the sensor after the incident. His doctor later checked his readings in clarity and told him that the cgm should have alerted him 3 hours before the incident, but he did not receive an alert. His wife and daughter also did not receive any alerts on the follow app. No product was provided for investigation. Data investigation could not confirm an issue with alerts on (B)(6)2023. The probable cause could not be determined as the reported allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient stated that on 01/18/2023, he did not hear any alerts from his dexcom when he was driving. He fainted and got into a car accident. Paramedics arrived, they checked his cgm on the tandem x2 pump and checked a bg, and both values were 50 mg/dl. Paramedics put 3 glucose gels under his tongue, and he was okay afterward. He was using both the pump and his phone as display devices. His low alert was set to 80 mg/dl, but it did not alert for the value of 50 mg/dl. His phone was on his lap and was not set to vibrate only. No physical injuries were sustained in the accident. He changed the sensor after the incident. His doctor later checked his readings in clarity and told him that the cgm should have alerted him 3 hours before the incident, but he did not receive an alert. His wife and daughter also did not receive any alerts on the follow app. No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.